Event description:
Related manufacturer reference number: 2017865-2023-04679, 2017865-2023-04683 . It was reported that the patient presented at emergency room with infection. The physician explanted the system implantable cardioverter defibrillator, atrial lead and right ventricular lead. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned. Interrogation and visual inspection were normal. Analysis found that the device was received with battery voltage above elective replacement indicator (eri) level. The cause of infection could not be traced to the device.